Event description:
Boston scientific received information that the patient¿s right atrial (ra) lead had dislodged due to suspected patient¿s arm movement causing non capture. Additional information was received indicating that post-operative checked was performed which revealed that sensing and impedance measurement were unaffected; thus this was judged to be a micro-dislodgement. Furthermore, threshold value had increased significantly contributing to loss of capture. The patient was not dependent and no asystole greater than 2 seconds were observed. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.